Event description:
On (B)(6) 2011, the (B)(4) beckman coulter facility received a shipment of bilirubin reagent kits, of which two were broken and leaking. No exposure or injuries were reported, and the product was quarantined. Since the product contains materials of human and animal origin, upon recur it could potentially expose persons to infectious diseases, so it was decided that an MDR should be filed.

Manufacturer narrative:
Results: broken reagent kits. (B)(4).